Manufacturer narrative:
The reporter's meter and one (1) test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages. The customer's alleged result of 3.5 inr on (B)(6) 2022 was actually observed in the meter's patient result memory on (B)(6) 2022. All other alleged results were observed in the meter's patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The patient's finger was squeezed excessively when the (B)(6) 2022 meter result was obtained. Product labeling states "gently squeeze from the base of the finger to develop a hanging drop of blood." The reporter stated that they are not sure if the blood was applied within 15 seconds. Product labeling states "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." The reporter stated that the strips may have been stored incorrectly when the patient was still in the assisted living home. Per product labeling: "storing the test strips store the test strips in their original container with the cap tightly closed. You can store test strips at room temperature or in the refrigerator (2-30 °c or 36-86 °f). The test strips can be used up until the expiration date printed on the box and test strip container." Occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method.  On (B)(6) 2022 at 10:00 am, the meter result was 3.5 inr. The laboratory result at 1:30 pm was 5.3 inr or 5.2 inr. The reporter stated that they are not sure if the blood was applied within 15 seconds. The patient's finger was squeezed excessively when the test was performed. On (B)(6) 2022 at 12:48 pm, the meter result was 3.9 inr. The laboratory result at 1:30 pm was 5.8 inr. The doctor believed the laboratory results and based the dosage on the laboratory results. The reporter stated that the strips may have been stored incorrectly when the patient was still in the assisted living home. The therapeutic range is 2-3 inr and the interval of testing is every 2 weeks.